Event description:
It was reported that patient had stopped charging the ipg as recommended and was unable to communicate with external devices. Surgical intervention may be pending

Event description:
Further follow-up indicates the patient had their ipg explanted and replaced. Effective therapy has been restored.